Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported by the sales rep via phone that the fms connect interface cable vue was physically broken and not working. The complaint device was received and evaluated. Visual observations confirm that the cord is broken from the connector. The functional test cannot be perform due to the damage in the cord. The customer complaint can be confirmed. The possible root cause for the reported failure can be attributed to mishandling of the device. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the fms connect interface cable vue was physically broken and not working. The healthcare professional does not know when was this failure discovered. No patient consequences or procedure delay reported. The device is available to be returned for evaluation.